Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there had been no changes in their activity and they hadn¿t used the programmer as it was in the pouch. The patient stated that the programmer turned off the stimulator and they turned it back on by clearing the power on reset which resolved the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had been in a great deal of pain over the weekend and today when they used the patient programmer (pp) to check the ins, an informational power on reset (por) screen appeared. The patient was walked through clearing the por message. The patient confirmed that they were seeing their normal screen. It was reviewed that the insr would display the por message when they go to charge the ins, but that they can bypass the screen and charge the ins normally. Troubleshooting resolved the issue. No further complications were reported.